Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed peeling of the acoustic lens issue could not be determined, however the issue is likely the result of physical stress (physical burden) caused from hitting or dropping hard surface/object. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the distal end near the transducer lens of the evis eus ultrasound gastrointestinal videoscope was leaking air. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens trough a gap of the distal end adhesive. The report is being submitted due to the gap between the lens and probe and the stain on the lens found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in, evaluation found the complaint was confirmed and water tightness was lost due to peeling of the acoustic lens. Also, evaluation found the acoustic lens was peeled, the bending section cover adhesive was detached, the connecting tube coating was peeled, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, and the ultrasonic probe was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.